Event description:
It was reported that this right atrial (ra) lead exhibited out-of-range pacing impedance measurements. Many oversensing episodes resulting in inappropriate atrial tachy response (atr) were also reported. X-ray imaging confirmed a lead fracture. Subsequently, the patient underwent a revision procedure, and this lead was surgically capped/abandoned and a new ra lead was implanted. It was noted the associated implantable cardioverter defibrillator (ICD) was also replaced only for longevity reasons (there was no allegation received against this device). Besides intervention, there were no other adverse patient effects reported.

Manufacturer narrative:
The "cause traced to device design" conclusion code was selected based on the digital file of the x-ray, showing a fracture. Fractured lead conductors are considered a design issue when the field report indicates the damage occurred during normal use. However, without a returned device it is not possible to definitively confirm the other allegations in this complaint. If information is provided in the future, a supplemental report will be issued.